Event description:
A malfunction was reported with the customer's pump, identified by malfunction code 12. Despite the malfunction occurring at least three times previously, there was no adverse impact on blood glucose levels. The pump was still within warranty, and technical support advised the customer to continue using the current pump if resetting works and to use mdi as a backup. Technical support decided to replace the pump, provided the customer with instructions for storing the faulty pump, and confirmed the shipping of a replacement pump with updated software. The customer was informed about returning the old pump within ten days to avoid charges and was also guided on setting up the new pump with their settings and connecting their continuous glucose monitor (cgm).